Event description:
The patient presented in the hospital for a generator change, during the procedure, the set screw for the right ventricular lead was unable to engage. An other screw driver was used with the same result. The doctor then, removed the gasket from around the screw and used a needle to remove white material. The screw driver was then able to be engaged, and the physician was able to unscrew the lead. The patient's pacemaker was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of difficult to untighten the right ventricle setscrew to remove the lead was confirmed. Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. The device image was reviewed for longevity analysis and the device¿s longevity was found to be normal. Analysis found that calcified blood was filling the right ventricle setscrew inset consistent with holes punched through the septum by the torque wrench during the implant procedure. The calcified blood was removed and the set screw could be untightened. Functional bench testing found no anomalies.